Event description:
The customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software. System operated as intended. (B) (4).